Event description:
Procedure: alif (primary procedure). Mr (B)(6) was tightening the screw for the plate and the tip of the screwdriver sheared off. The tip fell into the patient and was removed using forceps, nothing was left in situ. Used another screwdriver in the set to complete the procedure. No delay to procedure. No adverse event to patient.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
One (1) skyline spring clip driver [product code: 2868-30-300, lot no: gm4033301] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip within the working end of the driver¿s shaft. The fracture analysis report suggests the driver underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the spring clip driver¿s distal tip becoming broken cannot be positively determined. However, the fracture analysis report suggests the driver underwent a quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.